Event description:
The patient had an mr exam. He was scanned with the quadrature body coil (qbc) only, without additional surface coils. About five minutes before the end of this procedure, two third degree burns appeared on the inside of his calves.

Manufacturer narrative:
(Conclusion) - the investigation found that no padding was used to separate the legs which would allow the calves to touch each other. In the log files, several scans with high sar values were observed. Therefore, it is most likely that the burns were caused by skin-skin contact of the calves. Skin-skin burns are a known cause for rf burns during an MRI scan. The best way to prevent skin-skin rf burns is to create enough isolation between the two skin surfaces either by distance or by an isolating material between the skins. Therefore, an accessory set is apart of the every mr system delivery containing several spacers and cushions. The instructions for use contain extensive warnings and instructions for patient positioning.